Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information; d4 lot number, d4 expiration number, d4 UDI number, d9, g1, h3, h4, h6 h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. One open box with thirty-one (31) unopened sample was received for analysis. Product code j317h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: if other, describe --> vaginal prolapse cure, was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 60, action taken when event occurred? --> product similar was used, was procedure successfully completed? --> yes, were fragments generated? --> yes, if yes, were they removed easily without additional intervention? --> no, if no, explain: --> reoperation is needed to remove the needle, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> reoperation and x-rays. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - how many needles became detached from the thread? - how many needles were retained in the patient¿s tissue? - please provide the patient's weight and bmi at the time of index procedure. - what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? - what was the tissue condition (normal, thin, calcified, fragile, diseased)? - what instruments were used to grasp the needle? - where was the needle grasped during use? - were there any unexpected outcomes or complications resulting from the prolonged surgery time? - which tissue was being sutured when the event occurred? - it was indicated a reoperation is required. Could you please provide the scheduled date for the removal? - please describe any medical/surgical intervention required for this suture event including dates and results. - in which tissue structure was the broken needle(s) located? - does the needle remain retained in the patient's tissue? - were x-rays performed to localize the needle fragment? - did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? - other relevant patient history/concomitant medications? - what is the surgeon¿s opinion of the potential consequences for the patient? - could you please provide the lot number? - what is the physician¿s opinion as to the etiology of or contributing factors to this event? - what is the patient's current status? - surgeon¿s name? - will product be returned? If so, please provide the return date and tracking information.

Event description:
It was reported that the patient underwent a vaginal prolapse procedure on (B)(6) 2025 and suture was used. The needle has become detached from the thread. Additional information was requested.